Event description:
Additional information was received on july 15, 2024. The rep provided the serial number of the wens involved with this event along with the patient's name and date of birth. No further information was provided.

Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6) product type screening device product ID n EU_stylet_acc serial# unknown product type accessory the returned device (product ID# 977d26, serial number: unknown) was subjected to a series of standard tests that include but was not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an wireless external neurostimulator (wens). Physician connected wens for intra op testing. 4 red x's appeared to electrodes 4-7. Switched sides and leads still with red x. Red x on impedance check. Physician removed lead and replaced with new lead for the trial. This new lead was all green on lead select check. The cause was not determined, and the lead was returned for analysis. The rep will report any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) implanted: explanted: product type screening device product ID n EU_stylet_acc lot# serial# unknown: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 21-may-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.